Manufacturer narrative:
Mml# (B)(4). Other devices explanted: model:8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI#: (B)(4). Model: 5100, description: reacti8 implantable pulse generator, serial number: (B)(6), UDI #:(B)(4).

Event description:
It was reported that the device had an out-of-range/high-impedance failure on one of the electrodes on the right lead. The clinical specialist reprogrammed the device to deliver bilateral stimulation. The patient requires yearly magnetic resonance imaging (MRI) for an unknown condition and therefore opted to have the device removed rather than undergo a revision procedure. The implantable pulse generator (ipg) and two leads were removed without complications. There was no report of patient harm or injury. Due to the hospital policy, the device was not collected for analysis.

Event description:
It was reported that the device had an out-of-range/high-impedance failure on one of the electrodes on the right lead. The clinical specialist reprogrammed the device to deliver bilateral stimulation. The patient requires yearly magnetic resonance imaging (MRI) for an unknown condition and therefore opted to have the device removed rather than undergo a revision procedure. The implantable pulse generator (ipg) and two leads were removed without complications. There was no report of patient harm or injury. Due to the hospital policy, the device was not collected for analysis.

Manufacturer narrative:
Mml# (B)(4). Other devices explanted: model:8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI#: (B)(4). Model: 5100. Description: reacti8 implantable pulse generator. Serial number: (B)(6). UDI #: (B)(4). The device history record was reviewed. No relevant nonconformances were found. H6 updated.